Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 7.9mmol/l at the time of incident. Customer stated that the insulin pump numbers are ramping on their own. No significant events leading to keypad anomaly were observed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No ramping/scrolling numbers on its own noted during testing. Unit passed displacement test and self test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector.